Manufacturer narrative:
Evaluation summary: the device returned with blood/residue visible within the inflation and guidewire lumens. The balloon folds were partly-opened. It was not possible to advance an 0.018 inch guidewire due to the presence of blood/residue proximal to the distal tip. Negative purge did not detect the presence of a leak on the device. In order to verify the location of the leak, an attempt was made to inflate the balloon which was unsuccessful. During attempts to load the guidewire via the distal tip it was noted that the guidewire entered the balloon distal to the distal marker band. The balloon was cut back, and deformation was visible on the shaft distal to the distal marker. Under microscopic imaging, a puncture was visible on the shaft. The shaft material was raised around the puncture site. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the inpact pacific to treat the popliteal artery as per IFU with no issues identified. No resistance was noted during advancement or excessive force was used. It was reported on first inflation the balloon was inflated to 1 atm when a leak was observed in the balloon. The device was removed from the patient, no device components remained in the patient. Another device was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the inpact pacific to treat the popliteal artery as per IFU with no issues identified. No resistance was noted during advancement or excessive force was used. It was reported on first inflation the balloon was inflated to 1atm when a leak was observed in the balloon. The device was removed from the patient, no device components remained in the patient. Another device was used to complete the procedure. No patient injury reported. Please note that this device inpact pacific is not marketed in the united states; however, it is similar to the united states marketed device inpact admiral. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.